Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit is not pressurizing on the 3100 a device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: , vyaire medicall field service technician went onsite to evaluate the device. Technician arrived on site to troubleshoot. Customer setup had filter bottom open and pr3 completely opened. Shut off the water trap filter bottom and closed the valve to pr3 to pressurize to 41.0 cmh20. Unit held pressure. Ran the driver for performance check verification. Map of 22.6 and amplitude 62. Adjusted ddi to center and max expiratory limit specifications. Unit meets factory specifications. All tests passed required criteria. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.